Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular output was decreased and the lead remains in use. The patient is part of the system longevity study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) output was decreased and the lead remains in use. The patient is part of the system longevity study. It was later reported that the patient continued to have extracardiac stimulation and the lv threshold had increased. The lead pacing polarity was reprogrammed to the lv ring to right ventricular coil at 1.0 volts at 1.5 milliseconds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)